Event description:
It was reported that the patient with this inflatable penile prosthesis felt that something pop one day, while lifting something at work. The device would no longer inflate after that. The patient underwent a revision surgery and a hole in the cylinders was observed, that looked like it was due to use with high pressure. The device was replaced. There were no patient complications.